Manufacturer narrative:
(B)(4). Concomitant medical products: the patient¿s medications include; plavix, lisinopril, janumet, multi-vitamin, aspirin, lasix, potassium, actos, metoprolol and crestor. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2014, the patient underwent endovascular treatment of an abdominal aortic aneurysm with four gore® excluder® aaa endoprostheses. On an unknown date in (B)(6) 2017, follow-up imaging identified evidence of a proximal type I endoleak with significant aneurysm enlargement, total amount of enlargement is reportedly unknown. According to the physician, the patient presented with signs of a systemic infection, however it was reported the devices did not appear to be infected. Reportedly, the aorta had dilated due to periaortitis, causing the proximal portion of the trunk-ipsilateral leg component to lose circumferential wall apposition in the proximal aortic neck. On (B)(6) 2017, an intervention was performed, whereby two aortic extender components were implanted for proximal extension with intentional coverage of the lowest renal artery. According to the report, the physician elected not to perform any additional procedures to reperfusion the renal artery. Final angiography showed resolution of the endoleak, and the patient tolerated the procedure.